Event description:
Healthcare professional reported left side "rupture was confirmed with a mammogram" and capsular contracture, baker grade ii. Device remains implanted.

Manufacturer narrative:
Additional email : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.